Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will submitted if additional information becomes available. Reference exemption # (B)(4).

Event description:
Reference importer # (B)(4).